Event description:
On (B)(6) 2013 it was reported that the issue was that the generator had been unable to be interrogated. The physician reported that it was most likely that the battery was at end of life but the patient¿s mother had the impression that the system was still working.

Event description:
On (B)(6) 2013 it was reported that the patient had undergone generator replacement on (B)(6) 2013 due to ¿no contact with stimulator but could be working again¿. Good faith attempts for further information from the physician were unsuccessful. The explanted generator was returned for product analysis on (B)(6) 2013. Product analysis found an end-of-service (eos) condition was found in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.